Event description:
It was reported that dissection and angina occurred. The patient presented with single vessel disease of the proximal to mid right coronary artery (rca). The 80% stenosed target lesion was located in moderately tortuous and moderately calcified rca. Following pre-dilation with a 3.00 x 12 mm nc balloon, a 3.50 x 38mm promus premier select was deployed to treat the target lesion at 16 atmospheres with no issues encountered, the balloon inflated, and stent deployed fully. The stent was post dilated with a 4.00 x 12 mm nc balloon at 14 atmospheres. Shortly after deployment, a distal stent edge, type b dissection was noted and the patient experienced angina. A 2.75 x 24mm promus premier select stent was deployed to cover the dissection. The procedure was successfully completed with no further patient complications. The patient was stable post procedure.